Event description:
Vns pt experienced an episode of status epilepticus after an adjustment to programmed device settings. It was reported that pulse width was decreased to 130hz in an effort to alleviate symptoms of ear and neck pain, but that later that same day, the pt experienced a generalized seizure that progressed into status. The pt was seen in hosp e.r. At which time it was discovered that their medication levels were low. Device settings were increased back to previous level prior to the status event. The pt has reportedly not experienced another seizure since device settings were increased back to previous level prior to the status event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the status episode.